Manufacturer narrative:
The returned cac was evaluated to determine its relationship with the reported event. The device passed functional inspection. Device performed as per specifications. The reported event could not be duplicated at the bench level. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a controller exchange and it was noted that the patient's cac adapter would not stay connected to the new controller. The cac adapter was exchanged with no reported patient consequences. No further information was provided.